Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Five used samples without packaging and one used sample in open packaging were returned for evaluation. The samples were visually evaluated with no defect were noted. The samples were then attached to a pump to observe if they would fit into the pump. The tubing did not need to be stretched and there was no evidence of interference between the tubing couplers and the pump housing. To replicate the reported defect of the air-in-line alarm on the pump, the samples were attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during testing. The samples were also leak tested per soecification with no leakages observed. Samples passed all evaluations. The reported defect was not confirmed. Although the air-in line could not be replicated, some possible causes related to air in line alarms could be incomplete priming of the IV line, infusion of cold solutions which may exhibit air bubbles coming out of solution as the fluid warms, incomplete filling of the drip chamber during priming. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1 : detailed inquiry description: pump repeatedly giving air in line alarm during delivery of ogivri. Staff inspected & flicked tubing and replaced tubing into pump. Pump continued to alarm resulting in staff having to restring line. No injury reported.